Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was not capturing during a routine follow up three months post-implant. Exit block was suspected. It was noted the device had been programmed to vvi mode during the implant procedure, but the reason for this programming was unknown. The failure to capture was discovered when the local sales representative programmed the device to dddr mode. At this time, the local sales representative planned to recommend x-rays to evaluate the ra lead placement. No adverse patient effects were reported. The lead remains implanted. Additional information was received indicating the x-rays were performed but the results were not shared with the local sales representative. The ra lead remains implanted but not in use due to the failure to capture. Final resolution for the patient and lead was still pending.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was not capturing during a routine follow up three months post-implant. Exit block was suspected. It was noted the device had been programmed to vvi mode during the implant procedure, but the reason for this programming was unknown. The failure to capture was discovered when the local sales representative programmed the device to dddr mode. At this time, the local sales representative planned to recommend x-rays to evaluate the ra lead placement. No adverse patient effects were reported. The lead remains implanted.